Event description:
Customer reported receiving a blank screen on their freestyle meter despite of changing with new batteries. Customer also reported experiencing symptoms of lightheadedness, dizziness and "feeling kind of out of it" and drinking juice to counteract her symptoms. Customer reported going to a health care facility where she was diagnosed with severe hypoglycemia and treated with glucose intravenously. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the reported test strip lot was expired on mar2007.

Manufacturer narrative:
Evaluations results: (B) (4) customer's meter (B) (4) was returned and investigated. The blank screen issue was confirmed. Memory corruption caused by software corruption was identified during investigation. No additional issues were observed during extended product investigation. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. The meter serial number listed in this complaint was manufactured in 2006. This lot of meters are no longer manufactured and distributed. This is a final report.

Event description:
Allegedly revised due to infection.